Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced tube push off nonpatient end needle. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: tubes autoeject from holder. The tubes does not adhere to holder and auto ejects if not pushed really hard to the bottom or hold back, and this makes the phlebotomy difficult due loosening to the tourniquets etc. This has not been an issue before with other lots.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/9/2021. H.6. Investigation: bd received 1 sample for investigation. The sample was used to draw 5 tubes with water from an elevated reservoir to simulate venous pressure. None of the tubes pushed off either needle during this exercise. Additionally, 15 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced tube push off nonpatient end needle. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: tubes autoeject from holder. The tubes does not adhere to holder and auto ejects if not pushed really hard to the bottom or hold back, and this makes the phlebotomy difficult due loosening to the tourniquets etc. This has not been an issue before with other lots.